Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition was encountered while recharging the patient's implantable neurostimulator. The code associated with the por condition was not known. The manufacturer representative cleared the por condition with the clinician programmer. It was noted that the coupling of the device was good during the recharging process. No further details or patient symptoms were provided. A follow-up report will be filed if additional information becomes available.